Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reported that drawer 4.1 had numerous cubies with duplicate addresses detected on rows a and b of the station. Row a and b were replaced along with the controller board and t board. Each component was tested using the hardware testing application, and the station was rebooted. Inventory for numerous pockets in rows a and b was deleted, and the customer was able to assign and load medication into the new pockets. Drawer 4.1 was functioning properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 failed to open and displayed an error indicating a duplicate address detected for all of row a and row b. The user tried rebooting, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.